Event description:
The stapler handle wasn't firing and unable to attach the reload. Removed item from case and new equipment was opened. Case completed with no delay or harm to patient. FDA safety report# (B)(4).